Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer was calling to find out what the warranty was on the chair and mention that the frame is bent.